Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus). It was indicated that the device cycled correctly but the distal urethra atrophied over time causing the patient to slowly become more incontinent. A surgical procedure was performed in which the existing device was removed and replaced with a new aus. There were no device malfunctions associated with the explanted device. The new cuff was placed in a more proximal location in the urethra. The device did not cause or contribute to the patient complications. The patient fully recovered following the procedure.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus). It was indicated that the device cycled correctly but the distal urethra atrophied over time causing the patient to slowly become more incontinent. A surgical procedure was performed in which the existing device was removed and replaced with a new aus. There were no device malfunctions associated with the explanted device. The new cuff was placed in a more proximal location in the urethra. The device did not cause or contribute to the patient complications. The patient fully recovered following the procedure.